Event description:
It was reported that a user on ilet experienced elevated glucose readings while using cgm-only dosing in bg run mode with an fsl sensor and no access to a blood glucose meter, and support walked the user through entering a cgm value of 200 mg/dl for dosing; the infusion set was connected to the abdomen and no device component was implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure when operating in bg run mode, with no applicable device component involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.